Event description:
It was reported that pump touchscreen was unresponsive. There was no reported adverse impact to the customer. Customer declined further troubleshooting and technical support documented complaint but was unable to obtain additional information, and no further actions were described.